Event description:
It was reported that there were volume discrepancies due to an obstruction of the catheter. There were no patient symptoms/injuries related to this event. The pump was being used to deliver compounded baclofen, 2000 mcg/ml. It was additionally reported that the patient was doing okay with the new catheter. The actual residual volume was 19 and the expected residual volume was 20 ml. A test of the opacification of the catheter was done but it was a failure. A rotor test was performed to exclude a pump malfunction. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# 0205903117, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).